Event description:
A us distributor contacted zoll to report that a patient's pre-existing shingles was exacerbated by the lifevest equipment. Patient described the area as a rash from shingles. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a special ointment for shingles. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.